Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during a drain of peritoneal dialysis therapy. The patient reported that the device alarmed while they were not connected to the patient line. It was not reported if the patient connected after the alarm occurred. The patient was able to clear the alarm and start over with new supplies . There was no patient injury or medical intervention associated with this event. No additional information available.

Manufacturer narrative:
(B)(4). During troubleshooting, the customer reported that they had disconnected from the set without using proper disconnect procedures. (B)(4). Improper disconnection and reconnect of the patient is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.